Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (less than 500 mg/dl). Customer had abdominal/muscle cramps and nausea. To address bg, customer tried changing the infusion set, adjusting the pump basal, bolus temporary basal settings. Bg level remained above 300 mg/dl. After small doses of lantus, bg lowered to 100 mg/dl. Customer and healthcare provider alleged the pump was the cause of elevated bg. Customer reverted to using insulin pens for insulin therapy.